Manufacturer narrative:
This report is being filed to correct fields b5: describe event or problem and h6: device codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an alert was received in the remote home monitoring system due to out of range intrinsic amplitude measurements on this right ventricular (rv) lead one day post implant. No undersensing was observed. Further review of stored device data noted a pacemaker mediated tachycardia (pmt) episode that showed the lead exhibited increased threshold measurements and loss of capture (loc). Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was successfully repositioned. The physician noted that during the procedure, the suture sleeve was not secured as expected and therefore, the lead dislodged. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that an alert was received in the remote home monitoring system due to out of range intrinsic amplitude measurements on this right ventricular (rv) lead one day post implant. No undersensing was observed. Further review of stored device data noted a pacemaker mediated tachycardia (pmt) episode that showed the lead exhibited increased threshold measurements and loss of capture (loc). Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an alert was received in the remote home monitoring system due to out of range intrinsic amplitude measurements on this right ventricular (rv) lead one day post implant. No undersensing was observed. Further review of stored device data noted a pacemaker mediated tachycardia (pmt) episode that showed the lead exhibited increased threshold measurements and loss of capture (loc). Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.